Event description:
Liquid nitrogen applied- immediate swelling of area and face, watery discharge that would not stop even one week later- permanent scarring and susceptibility to infection, which led to formation of sclerodermic lesions. Diagnosis or reason for use: dle.